Event description:
It was reported that pump displayed malfunction code 12, no notable events occurred prior to malfunction. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.